Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. The root cause cannot be identified at this time. (B)(4)

Event description:
An ophthalmic surgeon reported that a patient experienced a myopic surprise and could not see well following an intraocular lens (iol) implant procedure. The lens was later exchanged. Additional information has been requested.